Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer's blood glucose value was 3.2 mmol/l. The customer was assisted with troubleshooting and declined for hypoglycemia. Customer treated hypoglycemia already. Customer stated insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, displacement test, sleep current measurement and active current measurement, force sensor test and occlusion test. No unexpected pump error 35 alarm noted during testing. (B)(4).